Manufacturer narrative:
A product deficiency was not reported or found. Technical service was unable to provide the safety data sheet, as the customer was unresponsive. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation.

Event description:
The consumer reported reagent exposure in her nose with the binaxnow covid-19 antigen self test performed on (B)(6) 2025. The consumer added reagent solution to swab and swabbed her nose with it. Per the consumer, she deviated from the procedure, reversed it and added reagent solution to swab before using it to swab her nose. The consumer was advised to rinse her nose with water and contact her healthcare provider if needed. The consumer confirmed there was no irritation, or any discomfort experienced due to the reagent exposure.

Manufacturer narrative:
The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The consumer reported reagent exposure in her nose with the binaxnow covid-19 antigen self test performed on (B)(6) 2025. The consumer added reagent solution to swab and swabbed her nose with it. Per the consumer, she deviated from the procedure, reversed it and added reagent solution to swab before using it to swab her nose. The consumer was advised to rinse her nose with water and contact her healthcare provider if needed. The consumer confirmed there was no irritation, or any discomfort experienced due to the reagent exposure.